Event description:
The patient reported that the device quit working, and he could barely walk. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary testing revealed the device was at eri (elective replacement indicator) and programmed to vvi 65 bpm unipolar mode. Further testing revealed anomalous output conditions. The no output condition was found to be the result of lifted hybrid bond wires.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Corrected FDA act. #. Evaluation summary: (B)(4) preliminary testing revealed the device was at eri (elective replacement indicator) and programmed to vvi 65 bpm unipolar mode. Further testing revealed anomalous output conditions. The no output condition was found to be the result of lifted hybrid bond wires.